Event description:
On 12/06/2021, it was reported by a sales representative via sems that a ar-13995n needle tip broke off. This occurred during a procedure. The surgeon needed to make multiple passes through supraspinatous tendon, the tendon was thickened and the deflected the scorpion needle several times. The surgeon was able to successfully make multiple passes through the tendon; however, the tip of the needle broke off at one point. No additional information provided additional information provided on 12/15/2021 : the broken needle tip was retrieved.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle and/or unsecure grasp of tissue. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per wi-000100100.